Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/30/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated. No overheating was duplicated during the testing. However, the pump electrical current draws were high. When the pump was opened up, moisture damage was found throughout. Investigators concluded that the high current draws were due to moisture damage. Unrelated to the original complaint, the bolus button was missing. The battery compartment was cracked.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.